Event description:
This rv lead was implanted on (B)(6) 2012. A call to technical services on 6/29/2012 states that patient is vvi 40 - noise from the rf catheter causing pacing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).